Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the screen does not come out at all, scope communication error code (b30) and communication error comes out in the center of the screen. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely scope communication error code (b30) occurred due to corrosion on plug unit. The most probable cause of screen does not come out at all and a communication error comes out in the center of the screen traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.